Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the anesthesiologists experienced multiple leaks with their stopcocks over the last couple of months when administrating nerve blocks to patients. The customer stated that the stopcock leaked a few drops often "couple of ml's" noted around the turn valve by the end of the procedure. The staff reported that they have to place gauze down to prevent a wet spot on the patient gown or bed. Although requested, no further details were provided by the customer for this event.